Event description:
Procedure type: colectomy. According to the reporter: gia was loaded as indicated. Stapler was fired by surgeon. Upon opening the stapler, all staples were deployed by completely open (only about 2 or 3 were b shaped). Knife did cut, resulting in feces entering the abdominal cavity. Patient is in stable condition. Surgeon hand sewed the transected bowel. There was no unanticipated tissue loss. There was no tissue damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Lots of irrigation was needed. This was an emergency case, so no bowel prep was done. No buttress material used.

Manufacturer narrative:
(B)(4).